Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the implantable cardiac monitor was attempted but unsuccessful. It is unknown whether or not this is due to normal battery depletion. Explant of the device was discussed but did not occur.